Manufacturer narrative:
The sample was slightly hemolyzed and was processed and aspirated from the automation line. Qc was within the established ranges prior ro the event. A system check was performed on (B)(6) 2011 and met the specifications. No error was posted to the event log during this event, and the customer was not questioning other results. Service was on site on (B)(6) 2011 and found aspirate probe #2 was not securely installed into the wash arm. All verification testing met the specifications. Although hardware issues were addressed, no definitive root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a ckmb result above the normal reference range generated by unicel dxi 800 access immunoassay analyzer for one patient. The result was not reported out of the laboratory. Subsequent testing produced results in normal reference range. There was no report of death, injury, or change to patient treatment attributed or connected to this event.